Event description:
It was reported that the patient new something was wrong approximately six months prior to getting the dye study previously reported. The therapy was ¿not as good as normal.¿ the patient was tired/experiencing fatigue and was irritable.

Event description:
Additional information: it was reported that prior to the event the patient "felt everything was good with the pump therapy" but then started to notice more pain "from head to toe". The reporter stated that the patient had pain since (B)(6) and the pump never took away all of the pain but it did help. The patient's pain began to increase around (B)(4) 2011. The patient also started to feel his body temperature increase and "he would turn white until he could lie down." A dye study was performed on (B)(6) and the healthcare provider (hcp) could not determine what the issue was. The patient's dosing had to be decreased and a second surgery was done. The reporter stated that this took place on (B)(6) and the hcps were not certain what they were looking for. The hcp then found a part of the catheter was broken off. The reporter noted that part of the catheter was still in the patient's body due to the hcp's fear that it could cause paralysis if taken out. The hcp attached a new catheter and then had to start the patient over with the dosing, starting at a very low dosage. The patient experienced "a lot of pain" due to the low dose. The patient had repeated appointments where the dosage was increased with the next appointment on (B)(6); however, the reporter stated that they were going to stop going to the appointments due to the cost. No alarms were heard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc lot # h817168901 , implanted on: (B)(6) 2012 explanted on: unknown; catheter model # 8709sc lot # n243816014 implanted on: (B)(6) 2010 ,explanted on:unknown. 8590-1 dacron pouch lot # n323952 implanted: (B)(6) 2012 explanted: unknown. The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model # 8709sc lot # n243816014 was received in 3 segments. Analysis of the catheter found the sc connector to have coring/tearing/ cuts in the seal. Analysis also found the catheter body broken, and that the catheter had been incorrectly assembled. Analysis of the catheter segments found under microscope inspection, the most distal end of one returned catheter body segment had an appearance of having broken. The break was slightly atypical from what is normally seen because this area did not have a look of having been compressed. The damage seen is more related to having been torn. Another anomaly seen was a deep indent with slight coring in the bottom of the cup of the sutureless connector (sc) consistent with the inner diameter of the tip of the outlet port of the pump. The connector failed the leak test due to this anomaly and it appeared the bottom of the cup (seal) of the sc connector had been slightly pushed in. Another anomaly of note was a deep abrasion about 6.3 cm from the distal end on segment 3. The abrasion did not go through to the inner lumen. The final anomaly noted was on the straight anchor. It appeared a suture was wrapped around the body of the anchor and no suture was used on the wings of the anchor. This is inconsistent with the instructions for use for this anchor in the technical manual.

Event description:
It was reported that a dye study was attempted but the hcp was unable to aspirate the catheter. A catheter revision revealed a fractured catheter. The catheter was replaced (B)(6) 2012. There was no reported injury and the patient recovered without sequela. The pump was used to deliver compounded baclofen and dilaudid.